Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter read inaccurate compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 3:00 am when she obtained a blood glucose reading of ¿43 mg/dl¿ with the subject meter. The patient manages her diabetes with a combination of levemir and lantus insulin. The patient reported that she ¿medicated accordingly¿ when she obtained the low result. The patient reported that she began to develop symptoms of ¿vomiting, dizzy, blurred vision and confused¿ as a result of the alleged issue and was treated with insulin at the emergency room (ER) on (B)(6) 2017 at 10:00 pm. The patient claimed that on arrival at ER, her blood glucose was measured at ¿780 mg/dl¿ on the ER device. The patient was reportedly hospitalized for 4 days and reported obtaining an inaccurate blood glucose reading of ¿366 mg/dl¿ with the subject meter compared to an unspecified result obtained on the hospital device. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csr noted the patient did not have control solution to perform quality control testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after the alleged inaccuracy issue began.